Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer's mother reported via phone call that insulin pump was cracked at reservoir compartment. It was reported that a piece was missing. It was also reported that the act button responded intermittently. It was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.